Manufacturer narrative:
Concomitant medical product: model: dvbc3d4, ICD; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and t-wave oversensing (twos). Follow-up with the company field representative verified that reprogramming had been completed. The lead remains in use. No patient complications have been reported as a result of this event.